Manufacturer narrative:
Product analysis: the delivery system was returned for analysis but the stent was not present on the balloon and was not returned for analysis. The distal tip of the device was severely flared. The inner lumen at the balloon working length appeared stretched. Balloon folds were open and the presence of a solution, most likely blood and contrast media present in the balloon, indicate that the balloon was previously inflated. (B)(4).

Event description:
It was reported that the physician was attempting to treat a severely calcified and mildly tortuous cx lesion exhibiting 99% stenosis. The physician attempted to use a 2.50mm x 18mm resolute integrity. The device was removed from the packaging per the IFU and inspected with no issues noted. No issues noted when removing the protective sheath or on inspection, after removal of sheath. Negative prep was performed successfully. The lesion was pre-dilated, it was reported that dilatation was insufficient due to severe calcification. The physician attempted delivery. The inflation device remained on neutral pressure during delivery of the device. Resistance was encountered and excessive force was used. The device passed through an already implanted resolute integrity stent. The physician decided to withdraw the device after failed delivery. It was reported that the stent dislodged and the physician was unable to retrieve it. A 3.0mm x 22mm resolute integrity stent was used to implant/crush the detached stent by pressing the stent to the vessel wall. The physician then attempted delivery of a 3.0mm x 34mm resolute integrity which was inspected, prepped and had negative prep carried out with no issues noted. During delivery resistance was encountered and excessive force was used. The stent was noted as frayed when the device was removed after failing to advance during delivery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.